Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: this memo is to summarize findings on your recent complaint (B)(4) against bd middlebrook 7h10 agar, catalog number 254520, lot number 4099899 with respect to contamination. Event description: the customer reported contaminated plates. Complaint history review: complaint history was reviewed for the past 12 months, and one similar complaint was received for this catalog number; however, a trend could not be identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from the validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected. Neither return nor picture samples were provided by the customer for analysis. Evaluation results: this product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the above-mentioned evaluation and the absence of samples or pictures, the complaint cannot be confirmed for contamination. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd middlebrook 7h10 agar, plate, 90 mm x 20, there was a false result due to contamination. There was no report of patient impact.